Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements and high pacing thresholds. No changes have been performed. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements and high pacing thresholds. Reprograming of the device was performed. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields:b5: describe event or problem field